Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation in q1 2017 there were 68 additional instances of power issues where there was damage to the pump found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
There were 2 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053.

Manufacturer narrative:
Of the 243 allegations of a malfunction, 96 pumps were returned to animas and investigated. Of the investigated pumps, 92 were found to be malfunctioning due to damage to the battery compartment or battery cap. During investigation for unrelated allegations, there were 7 additional power - damage failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 243 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-81 years of age and between 20 and 370 pounds. Of the reported patients, 130 were male, 111 were female, and 2 were unknown.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 5 instances of power issues with damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.